Manufacturer narrative:
Samples from the sme lot were returned and tested for pyrogen, acute systemic toxicity, intracutaneous toxicity, and hemolysis; all results were normal. The routine mfg quality test results wer reviewed for biological tests and sterility tests; all results were normal. No cause for this incident could be identified.

Event description:
Dialyzer first use, preprocessed with reprocessing solution. Dialyzer was flushed with 2000ml saline plus 10 ml of pt's own blood injected into saline. It was first time pt had used dialyzer with cellulose fibers. Dialysis stopped; the blood was not returned. Ebl-350 ml. Pt is okay; did not require transfusion. Pt returned to a competitor's brand of dialyzers.